Event description:
(B)(4) study. Same case as 2134265-2011-04610, 2134265-2011-04614, 2134265-2011-04612, 2134265-2011-04616. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. Lesion 1 was a long lesion located in the proximal left anterior descending (lad) artery to distal lad with 75% stenosis and was 65 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and implanting overlapping 2.5 x 24 mm, 2.5 x 32 mm , and 3.0 x 16 mm taxus element stents. Following post-dilatation, residual stenosis was 0%. Lesion 2 was located in the 1st diagonal with 75% stenosis and was 12 mm long with a reference vessel diameter of 2.4 mm. The physician treated the lesion with direct stent placement using a 2.5 x 16 mm taxus element stent with 0% residual stenosis. Lesion 3 was located in the 2nd obtuse marginal with 75% stenosis and was 15 mm long with a reference vessel diameter of 2.8 mm. The physician treated the lesion with direct stent placement of a 3.0 x 20 mm taxus element stent with 0% residual stenosis. Post index procedure, the patient had elevated troponin values (peak troponin= 137 ng/l, ul= 14 ng/l). No ischemic symptoms were observed and no action was taken to treat this event. The patient was discharged 2 days later on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).